Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that a nurse had finished transfer to a bed and was leaving the room when his foot got caught up inside the loop. The nurse fell on the floor and sustained foot pain. The x-ray examination confirmed that there was no injury.

Manufacturer narrative:
Arjo was notified about an event regarding disposable repositioning sling. It was reported that a nurse completed the patient transfer when he was leaving, his foot got caught up inside the loop. As a consequence the nurse tripped over a sling loop without fall. No injury was sustained. The customer did not report that sling was damaged or ripped. The disposable repositioning sling is a product intended for assisted lateral repositioning and/or lateral transfer of patients/residents with limited ability to move. The product instruction for use (IFU 04.sq.00-int1) states: ¿the disposable repositioning sling shall only be used by appropriate trained caregivers with adequate knowledge of the care environment, and in accordance with the instructions outlined in the instruction for use (IFU)." The document (IFU) outlines steps that are needed in order to use the sling for patient repositioning or transferring. At the end of those steps, the document guides how to remove the sling. The investigation revealed that a new strap material is causing that the loop creates a wider opening when a strap is hanging and touching the floor. This may lead to a potential tripping hazard. Additionally, during the material change implementation, tripping hazard was not considered as a harm. To conclude, the arjo sling was used by the patient when the event occurred, and from that perspective it played a role in the event. But it did not fail its technical specification. We decided to report this complaint to the competent authorities due to the indication that the nurse tripped over the sling loop.

Manufacturer narrative:
Additional information will be proided upon investigation conclusion.